Event description:
Customer's daughter reported that the customer"s adc blood glucose monitor turns on with button pressed but does not turn on upon test strip insertion. The customer was using an incompatible test strips. Customer further reported subsequently experienced paleness, feet and legs were hurting, lightheadedness, dizziness, "not as active", lost of appetite, and lost consciousness. The customer was seen by the doctor and was diagnosed with hypoglycemia. The customer was treated with insulin and glucose pills. The customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to customer using incompatible test strips, there is no indication of a product malfunction. Therefore, no further investigation of the product is required.